Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced replace battery now and blank display. Customer's blood glucose value was 102 mg/dl. The customer stated that the timing was less than 10 hours from the low battery alert to the replace battery now alarm. After troubleshoot, the display did not return. The insulin pump will not be returned for analysis.